Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that when powered on, the device will only get a blue screen and nothing else. The device was in use during this event; however no patient or user harm was reported.